Event description:
Underwent attempted removal of bilateral deep brain stimulators (medtronic activa / lead 3387). Units were unable to be fully removed as the polyurethane/silastic coating on the lead had disintegrated. Upon attempted removal of the lead, the lead fell apart and pieces of it remain lodged in the brain.

Event description:
Additional information received on 4/24/2025 for report mw5119062 to update procode and include additional event description. In 2005, I understand the implantation of a medtronic dbs device, believing it would help manage my dystonia symptoms. This device later malfunctioned, resulting in a debilitating brain injury. When I sought to have the device removed, my surgeon discovered that the leads had disintegrated, leaving metal fragments in my body and resulting a second brain injury. This failure is not an isolated incident; it reflects a troubling reality experienced by pts who have placed their trust in your devices. When I raised concerns about the device and subsequent unwanted side effects I experienced, a representative from your company was brought in but chose to repeatedly ignore my concerns. The company's failure to address these critical issues reflects a troubling disregard for patient safety and well-being, and reflects a culture that prioritizes profit over patient safety. The consequences of these failures are dire. I am left with metal fragments in my body, unable to receive treatment, and uncertain about the future implications of a device that degraded in my brain. This has resulted in physical suffering, emotional turmoil, and financial hardship. The lack of adequate post-market surveillance and follow-up care has turned my healthcare journey into a game of roulette with my life. To compound this tragedy, the injuries I sustained have directly affected my child, who has faced several developmental delays due to the injuries I suffered while pregnant. The repercussions of your device's failure extend beyond my health, impacting the well-being of my family. This is unacceptable and must be addressed.